Manufacturer narrative:
Patient's date of birth: not provided/unknown. Patient's weight: not provided/unknown. Reporter's first name: not provided/unknown.

Event description:
It was reported that the abutment screw (ilpc442u) fractured. The doctor retrieved the fractured screw part from implant and placed another abutment. Tooth location 24.

Manufacturer narrative:
One certain® low profile one-piece abutment was returned for inspection. A visual inspection revealed that the abutment did not fracture as what was originally reported by the customer. The event reported on medwatch number 0001038806-2017-00871 submitted on dec 6, 2017 is no longer reportable. No further medwatch reports will be submitted for this event.